Event description:
Caller reported an alarm related to tandem mobi cartridge during the loading process. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the alarm and decided to replace the pump. The customer, who had not previously reported this specific alarm with their pump, was advised to switch to multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support guided the caller on using the storage mode on the pump and instructed the return of the problematic pump using a provided return box and pre-paid label. The replacement pump was sent without a signature requirement for delivery, and the customer acknowledged all instructions, including the need to program settings and connect the continuous glucose monitor (cgm) to the new pump.